Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device was overheating. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed which found that the device had short circuit between phases, the hall sensors and the 5vdc line. It was further determined that the device failed safety assessment: rotated in the locked position and the cable was twisted. During repair, it was observed that the motor phases and hall sensors short circuited due to improper use of the device. It was determined that the issue damaged the motor internally, resulting in the pawl release to be power broken, causing the overheating at the time of the damage. It was determined that the damage caused the device to fail safety assessment. It was observed that the flex-circuit had cleaning residue build-up, which was an indication of improper cleaning. It was further determined that the device was received in a poor condition. It was determined that the issues were consistent with improper cleaning. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.